Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this device was explanted due to normal battery depletion. The device was implanted for 15 months and it was replaced for a similar model. Reasonable evidence suggests this device exhibited a malfunction. No additional adverse patient effects were reported.